Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a mark was noted on the intraocular lens (iol) after it was implanted in the patient's eye. The iol was removed and replaced during the procedure. It was reported there were no problems with loading technique or loading forceps. Additional information has been requested.